Event description:
As reported from our affiliates in germany, this was a case of a 26mm sapien 3 ultra transcatheter heart valve by transfemoral approach. As reported, near the iliac bifurcation/ilica fem, a difficult vascular situation was faced. The valve could not be guided through the esheath and got stuck. The esheath was removed complete with the delivery system and the valve. No injury happened to the patient. Procedure concluded successfully and patient was stable. On provided images of the devices, it could be seen that the valve tore the sheath liner. Preliminary device evaluation showed that one strand was visible from the liner tear.

Manufacturer narrative:
Delivery system was returned with valve partially inserted through sheath. The esheath was visually inspected upon return and the following was observed: liner torn throughout sheath shaft beginning at 16mm from soft tip to 220mm from soft tip. Valve and delivery system exiting through tear of liner of sheath. Stretching of hdpe at liner tear location. Liner strand along liner tear. Scratches along sheath shaft. Bent strut on valve. Due to condition of the returned device (liner torn), no applicable functional testing was able to be performed. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was within the specification. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements met specification. Due to the condition of the strand (stretched strip), measurements were unable to be taken. A review of imagery was performed, and the following was observed: delivery system and valve stuck in sheath. Liner torn exposing delivery system and valve. The complaints for sheath resistance, liner torn, and liner strand are confirmed. Evaluation of the returned product showed that the device conforms to specifications. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to sheath resistance, liner torn, and liner strand. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. To address the issue, a corrective and preventative action (CAPA) was previously initiated to drive corrective/preventive actions. As reported, "near the iliac bifurcation/ilica fem, a difficult vascular situation was faced. The valve could not be guided through the esheath and got stuck. The esheath had to be removed complete with the delivery system and the valve". Returned device imagery show the delivery system and valve stuck inside the sheath. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Case notes report tortuosity and calcification were present in patient's access vessel. The presence of tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Through evaluation of returned device, scratches were observed on the sheath shaft indicative of calcification present in the access vessel. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Per evaluation of returned device, the sheath liner was torn along the sheath shaft and one strand was observed along the tear. Calcification present in the patient access vessel can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement of the delivery system. Through evaluation of returned devices, a bent valve strut was observed on the valve. It is possible that the valve likely caught onto the sheath and tore the liner. In such condition, attempts to further advance the delivery system, especially with excessive manipulation, can cause the valve to further tear the liner and damage the sheath as observed. As such, available information suggests that patient (calcification) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event.